Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event, during an unknown therapeutic procedure, the device yielded no image. There is no reported harm to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The phenomenon of image does not appear was confirmed based on the complaint information. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Due diligence was performed for this event. No additional information is available. The device will not be returned. Customer decided to use a third party vendor for the repair of the device.